Event description:
It was reported that cardiac arrest occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned at the laa. A 31mm watchman flx pro closure device and delivery system (wds) were advanced and deployed. Release criteria were being assessed when the patient experienced bradycardia and then cardia arrest. The wds was quickly recaptured and removed from the patient. The patient was immediately evaluated for cardiac tamponade via the transesophageal echocardiogram (tee) probe which was already in position. There was no evidence of tamponade. The patient was successfully resuscitated. Once stabilized, a series of coronary angiograms were performed which ruled our air embolism or any coronary issues. The patient remained intubated and sent to the intensive care unit for recovery. The physician suspected that the circumflex artery was possibly occluded, however the angiography showed a patent circumflex artery. Thus, the physician was unable to determine a cause for the cardiac arrest. The patient recovered well and was discharged.